Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by pressing the footswitch again because the problem was intermittent. The philips field service engineer (fse) inspected the system remotely, checked the logs and found the power on self-test(post) found 'en_x inactive and hand/footswitch pressed', which indicated the wired footswitch was defective. Upon troubleshooting, to resolve the issue, fse instructed the user to replace the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wired footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.